Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received a reading of 80 mg/dl on his aviva, tested within 10 minutes and got 180 mg/dl. No adverse event reported. Returning and replacing meter and strips.